Event description:
On (B)(6) 2007, the pt was treated for a type b aortic dissection with a gore tag thoracic endoprosthesis. On (B)(6) 2009, the pt presented with type I and ii endoleaks, and underwent another procedure to extend proximally with a medtronic talent stent-graft up to the innominate artery. A carotid-carotid bypass was performed, including an amplatz plug to prevent retrograde flow. A viabahn was also placed to preserve blood flow into the left subclavian artery. After the medtronic device was placed, the bare metal springs caused a retrograde type a dissection. The pt was converted to open repair of the aortic arch. On (B)(6) 2009, the pt died from a brain hemorrhage.

Manufacturer narrative:
Methods: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lot met all pre-release specifications.